Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was displayed intermittently, and not displayed during the maintenance by the user. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and duplicated the reported phenomenon. Olympus (B)(4) found the printed circuit board failure of the subject device which might have been caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the main circuit board failure of the subject device due to the components deterioration by the repeatedly long-term use because passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.